Manufacturer narrative:
The process of gathering analyzing information is still ongoing. The results will be provided upon conclusions of the investigation.

Manufacturer narrative:
Following the device evaluation performed by the arjo field service technician, no device malfunction was found. The maxi sky 2 ceiling lift operated correctly during load test with a weight of 272 kg. The unexpected device behavior, specifically the unwinding of the ceiling lift strap, could not be recreated. The reason for the unexpected unrolling of the ceiling lift strap at the time of the event remains unknown. Based on post-market surveillance data, the most probable cause of the strap unwinding could be the accumulation of the strap in the ceiling lift housing due to incorrect folding inside the ceiling lift. However, such an issue occurs immediately after applying the patient's weight. In the reported case, it was claimed that the issue occurred during patient's transfer, which contradicts the hypothesis that it happened as soon as the transfer began. To summarize, as the issue could not be replicated and there were no signs of mechanical damage to product components, the exact cause of the problem could not be determined. The complaint was assessed initially as reportable due to unclear information concerning emergency brake activation. In the course of the investigation, it was clarified that the brake was activated, preventing the strap from further unwinding. The unexpected unwinding of the strap (with engaged emergency brake) during transfer did not lead to any serious injury or death in the past. If the claimed issue recur during transfer, the patient is safely secured in the sling and the length of the release of the lifting strap is very limited; in case of failure during patient transfer, the automatic emergency brake engages to stop the strap from unwinding (as occurred in claimed scenario). To sum up, based on the investigation performed (concerning evaluation of the device inspection results, review of complaints) it is considered that the claimed issue (unexpected lowering with emergency brake engaged) is not safety related and it will be not reportable to the competent authorities in the future.

Event description:
Following information reported by the customer, the ceiling lift stopped operating, and the sling allegedly lowered unexpectedly with the patient. No injury was claimed. The complaint was initially assessed as reportable due to unclear information concerning emergency brake activation. In the course of the investigation, it was clarified that the brake was activated, preventing the complete unrolling of the strap. The device inspection did not reveal any device failure.

Manufacturer narrative:
The investigation is ongoing. The results will be provided in the follow-up report. Note: UDI: (B)(4). The device is distributed outside the us and no gudid information exists.

Event description:
Following information reported by the customer, the ceiling lift stopped operating, and the sling allegedly lowered unexpectedly with the patient. No injury was claimed. The device inspection did not reveal any device failure.